Event description:
It was reported that the buttons were stuck and insulin squirted out during the fill process. The customer's blood glucose was 10.3mmol/l. Troubleshooting was performed, and the drive support cap was sticking out. No further information was provided.